Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported there were multiple episodes of screen turning gray during interrogations requiring reboot and reinterrogation. This occurred three times over a two day period. No error messages for this problem. It was also reported the programmer would not export data to paceart. It was claimed that this phenomenon happened only with one model at different times (the model name or number was not identified). The programmer will not download from sdn (software distribution network). The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm a gray screen. Analysis found the ECG (electrocardiogram) connector is loose on a printed circuit board assembly and the functional loop back test was out of specification due to the display microphone.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.